Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00202, occurence date: 10/16/2024 3005248192-2024-00203, occurence date: 10/17/2024 3005248192-2024-00204, occurence date: 10/23/2024 3005248192-2024-00205, occurence date: 10/28/2024 3005248192-2024-00206, occurence date: 10/29/2024 3005248192-2024-00207, occurence date: 10/30/2024 3005248192-2024-00208, occurence date: 10/31/2024 3005248192-2024-00209, occurence date: 11/04/2024 3005248192-2024-00210, occurence date: 11/05/2024.

Event description:
The customer reported an increasing trend in weakly false positive flu b results on the alinity m resp-4-plex amp kit has been noticed on instrument alinity m sn (serial number) sn (B)(6) in the last month. The customer repeated most of the samples and not all positive results could be confirmed (CT values are around 36-39). The customer reported that 2 sids (sample ids) ((B)(6)) were incorrect when run on (B)(6) 2024 and repeated on (B)(6) 2024. Results are at limit of detection with CT values of 36-39. Curve analysis does not show any abnormality in amplification. Late amplification on first run and no amplification in second run. There has been no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a file sample evaluation, a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 was performed, and all testing met the acceptance criteria with a pass disposition. There were no instances of false positive results detected. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. Customer data review: the runs involving reported samples were valid, met assay specification requirements, and no error codes or flags were displayed. The amplification curves appeared normal and exhibited normal amplification for all reported sids. The reported samples are weak positives that generated target responses near to the assay cutoff (35-40 cycle number). A contamination issue also cannot be ruled out, as no data from contamination monitoring was provided. The review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 are performing as expected. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 and its components. The CAPA review did not identify any existing internal issues or nonconformances that may be related to the reported complaint. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the complaint ticket being investigated, which reported false positive results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 406016. Complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for part 09n79 (trending part number). Based on the results of the investigation a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 406016 was not identified.